Manufacturer narrative:
A partial lead with the connector pin measuring 20.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance measurements were observed on the rv lead. Patient elected to have the lead extracted. Patient was stable before, during and after the procedure.